Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: [it was reported that the surgeon was drilling for a screw with the 35 drill bit and then implanted a screw. He then used the 35 drill bit again for a second screw and noticed he bent the drill bit, we then switched to the 25 drill bit. The 25 drill bit broke. We switched to a third drill bit and he successfully implanted the second screw. All pieces were retrieved. Only the 25 broke. Total delay was 2 minutes. The case went smoothly and no adverse effects were found. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that the quickset 1pc flex drill bit 25 was found broken from the fluted tip. The broken fragment was returned for examination. Lot number appears to have been scratched off intentionally to be made illegible, this issues was observed only in the area where the lot number is located; therefore, it is not possible to confirm the lot number of the device. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit. The potential cause can be attributed to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset 1pc flex drill bit 25 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was drilling for a screw with the 35 drill bit and then implanted a screw. He then used the 35 drill bit again for a second screw and noticed he bent the drill bit, we then switched to the 25 drill bit. The 25 drill bit broke. We switched to a third drill bit and he successfully implanted the second screw. All pieces were retrieved. Only the 25 broke. Total delay was 2 minutes. The case went smoothly and no adverse effects were found.